Manufacturer narrative:
H3: the service report confirmed that there was handpiece received with broken bur stuck in the collet. Visually, the shaft was broken 0.734 inches from the distal end of the inner hub to the broken point. There were traces of striations found at the broken point of the inner shaft. There was no damage noted at the proximal end of the inner hub (seal was intact). However, the distal end of the inner hub was deformed (outside diameter of the hub). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.342 inches in deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. H6: fdm b17, fdr c20, and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece was broken and stuck. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the bur broke during post-op but no fragments detached from the bur.